Event description:
It was reported that the patient with this implantable device had exhibited pocket infection. A revision was performed and the implantable device with the implantable leads were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).